Manufacturer narrative:
Concomitant products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2008, product type: pump. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving lioresal (2000 mcg/ml at 395 mcg/day; lot number and dates of therapy not provided) via an implantable pump. The pump's indications for use (ifus) were noted as intractable spasticity and spinal cord injury/spinal cord disease. The patient's medical history was not reported. When the patient presented for a refill appointment on (B)(6) 2015, the 8840 programmer displayed an error message; the hcp saw the attention dialogue box for a terminal event as well as a stopped pump may exceed tube set message. End of service (eos) had occurred on (B)(6) 2015. No patient symptoms were reported; the patient didn't report any withdrawal symptoms and there was no change in the patient's spasticity. The hcp stated that the patient was on oral supplemental medication and that could explain why the patient did not experience withdrawal. The refill hcp was going to follow-up with the managing hcp. Additional information regarding the lioresal lot number and therapy dates, patient's medical history, concomitant medications at the time of the event, troubleshooting, actions/interventions, and cause of the stopped pump may exceed tube set message were requested. (The preceding information was previously reported as part of manufacturer's report # 3004209178-2015-21854). Additional information received from the hcp indicated that the alarm or signal that the pump needed to be replaced was missed. The patient was in a nursing home facility and when he returned for a refill, he stated that the pump had been beeping for up to two weeks at that point, but had not bothered to tell them. The patient was reportedly alert and oriented, had not told the nursing staff, no one notified the hcp's office, so it went for a prolonged period of time. The patient elected not to replace the pump and the managing hcp agreed as the patient's medical status was not stable for surgery. There was no plan to replace the pump.